Event description:
During review of programming and diagnostic history, it was observed that a vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance (9,410 and 8,794 ohms). The device was programmed off on that date. The next recorded visit on (B)(6) 2015 revealed that the device remained programmed off and a system diagnostic test performed on that date revealed normal lead impedance of 4,684 ohms. No further programming history is available. No known surgical interventions occurred between (B)(6) 2015 and (B)(6) 2015.